Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of errors e216 and e226 could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The third-party distributor center reported the device was inspected and tested. No faults were found with the processor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. H3 other text : device not returned.

Event description:
A distributor reported to olympus, on behalf of the customer, scope communication error codes e216 and e226 with use of visera elite ii video system center. Malfunction was found while preparing for use of the therapeutic laparoscopic procedure. A similar device was used to complete the procedure. There were no reports of patient or user harm associated with this event. This report is being submitted for the reportable malfunction of an e226 error code. This report is being submitted for the otv-s200 under the medwatch with patient identifier (B)(6). The issue with the ch-s200-xz-ea was submitted under the medwatch with patient identifier (B)(6).